Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device mrx device is not recognizing pads during use. Another set of pads were placed on patients chest and worked fine. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.

Manufacturer narrative:
The pads have been received by philips in (B)(6) and were scheduled to be sent for further failure analysis (fa) investigation in bothell wa. As of (B)(6) 2017, the parts have not yet been received by the fa team in bothell . The record will be reopened if the failed items are returned for failure analysis.

Manufacturer narrative:
One set of adult/child radiotransparent multifunction electrode pads was returned for failure analysis. Although energy delivered using the returned pads was outside of passing range, the reported problem ¿mrx device is not recognizing pads¿ could not be verified or duplicated during lab tests. The mrx heartstart device was able to recognize the pads. Philips cannot rule out a malfunction of the pads. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.